Event description:
As reported ,the 5f mynxgrip vascular closure device (vcd) ,failed to close vessel. The deployer was mynx trained . A 5fr unknown sheath . The vessel type is arterial . The vessel tortuosity was mild. The stick location was the right femoral artery. The device will not be returned for evaluation.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#f2119001 presented no issues during the manufacturing process that can be related to the reported complaint additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported ,the 5f mynxgrip vascular closure device (vcd) ,failed to close the vessel. The deployer was mynx trained . A 5fr unknown sheath. The vessel type was arterial . The vessel tortuosity was mild. The stick location was the right femoral artery. The device will not be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted. The advancer tube was deployed on the catheter shaft, covering the balloon proximal tip. The sealant was not returned with the device. The condition of the returned device indicates an incomplete removal of the device, which may have contributed to the reported incident. The returned device was inspected for damages/anomalies. No damages/anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2119001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported ,the 5f mynxgrip vascular closure device (vcd) failed to close vessel. The deployer was mynx trained. A 5fr unknown sheath was used. The vessel type was arterial . The vessel tortuosity was mild. The stick location was the right femoral artery. The product was not returned for analysis. A product history record (phr) review of lot f2119001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also states ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen.¿ failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the information availible suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.